Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and re-implanted due to an unknown cause and the non-boston scientific right ventricular (rv) lead was explanted and replaced with a boston scientific lead due to lead failure. The procedure was completed successfully. Additional information has been requested for the device explant and reimplantation. The device and newly implanted lead remain in service. Outside of the revision procedure, there were no adverse patient effects reported. No additional information was provided on the device explant and reimplantation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and re-implanted due to an unknown cause and the non-boston scientific right ventricular (rv) lead was explanted and replaced with a boston scientific lead due to lead failure. The procedure was completed successfully. Additional information has been requested for the device explant and reimplantation. The device and newly implanted lead remain in service. Outside of the revision procedure, there were no adverse patient effects reported.